Manufacturer narrative:
Trend analysis conducted for infyna chic 12 french urinary catheters associated with a uti and this was the only report over the last 3 years. Device history record (DHR) review conducted based upon the lot number provided and the records were found to be complete and accurate. Representative samples from same lot number returned and tested. All samples evaluated passed testing. Root cause of reported urethral burning, stinging and uti cannot be determined.

Event description:
It was reported that an end user who had been using the infyna chic hydrophilic intermittent catheters for the past 2 years recently started experiencing urethral burning and stinging with use. The end user thought it was a uti and reported that it was confirmed to be a uti. It was reported that the end user saw her general practitioner on october 20 and the urine test came back positive for e coli infection. It was further reported that the end user was put on a 3-day course of nitrofurantoin. The end user reported that after the treatment no further treatment was required. The end user reported that she has since switched to different intermittent catheters without any continuing problem.